Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify hardware low level failures error or device test failed alarms due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported vai phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 120 mg/dl. The customer was able to rewind the insulin pump. Fill cannula was recorded in daily history. The customer stated that self test did not pass. Troubleshooting was performed. The product will be returned for analysis.